Manufacturer narrative:
(B)(4). Product does not retuned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or/and strip issue. Manufacturer contacted customer within 24 hours call for knowing customer condition; customer informed still does not feel well and hungry but denied medical attention; customer informed meter display e-2. Customer did not want follow the instruction for appropriate use of meter, resulting in error message.customer stated will wait for the new product replacement arrive for testing again.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected blood glucose test result range is 180 to 200 mg/dl. The customer reported symptoms of tiredness and excessive hunger. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 383 mg/dl and 436 mg/dl. The customer also performed a blood glucose test prior to the call fasting and produced result of 405 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is 02/03/2016. Customer will seek medical attention.